Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited muscle stimulation from the right ventricular (rv) lead. The crt-d was programmed to left ventricular (lv) lead only, and the rv lead was programmed sub-threshold. Biventricular (biv) pacing was turned off, and the rv pacing percentage increased from 77% to 99%. These programming changes resolved the patient's symptoms. Technical services (ts) reviewed counters and explained that a small amount of rv pacing was with lv only programming occurred during left ventricular auto-threshold (lvat) tests. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.